Manufacturer narrative:
The li reagent lot number and expiration date were not provided. The field service engineer (fse) found that the sample probe was dirty and was not adjusted properly. The fse replaced the sample probe and adjusted it properly. The customer had no further issues after the service visit. A general reagent issue was excluded as qc was acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for lithium (li) on a cobas 8000 cobas c 701 module. The initial result was 1.72 mmol/l. The repeat result was 0.18 mmol/l. The sample was repeated on a different cobas module, and the result was 0.17 mmol/l.